Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that pt has been in rehab and at night, when they push the light to get help to go to the bathroom the people don't come fast enough and pt was wet in the bed a long time in the middle of the night. Caller asked if they shut the device off will that give the patient enough time to make it to the bathroom? Patient services reviewed the option to use the equipment to turn therapy off / on to evaluate the effect. Caller said pt was in the shower at the time of the call. Patient services redirected caller to call back once they were with the pt for support to use the equipment.  It was reported that they had been in and out of the hospital since (B)(6) they got out on the (B)(6) then went back in on (B)(6) and got transferred to rehab last thursday or friday. Caller called back and said that the patient was having issues with their urine and were still wetting themselves at night. Caller connected to the handset and was seeing internal battery low message. Agent reviewed message and redirected to their doctor. On the call patient was able to change programs and adjust to a comfortable level. Caller will monitor symptoms and follow up with doctor.